Manufacturer narrative:
This complaint was opened to address a reported event of temperature high. The handpiece was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known, previously investigated issue. It is important to note that the elevated shell temperature of the handpiece is not instantaneous as a result of this event; it gradually increases with use, and can take up to approximately 5 minutes to heat up. During product-use training, the surgeon is advised to discontinue use of the handpieces if there are any indications of the handpiece reaching its end of life. Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating handpiece heated up a lot during cataract surgery. An alternate handpiece was obtained in order to complete the procedure. There was no harm to the patient.